Event description:
Philips received a complaint on the patient information center ix indicating that on (B)(6) 2025, from approximately 15:25 to 15:45, the system did not alarm for an spo2 alert when it dropped. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer's site. The fse went onsite and logged into the pic ix and pulled the 7days red alarm log from the audit log to isolate the trouble as the customer requested. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The philips product support engineer (pse) searched the logs and determined that the initial desaturation (desat) alarm was generated at 15:08:30 on march 23rd, 2025, and was then silenced at the pic ix pvmcixtelesv4 at 15:09:00. This alarm was discarded from alarm review at the pic ix at 15:09:03. There was a second desat alarm at 15:13:46, and this alarm was silenced at the pic ix pvmcixtelesv4 at 15:14:34. This alarm was also discarded from alarm review at 15:14:37. An inop !! ECG leads off generated at 15:14:27, which reminded yellow at 15:17:34. There was a third desat alarm at 15:26:06, and this alarm was silenced at 15:26:43. This alarm was discarded at 15:26:46. A fourth desat alarm generated at 15:32:59, and this alarm was silenced at 15:33:21. The alarm was discarded at 15:33:26. The desat condition remained active until 15:41:25 and generated reminder alarms at 15:36:23 and 15:39:28. During this time the red alarm banner would be present without sound (except during the brief reminder alarms) for about 18 minutes. See excerpt of logs below: 3/23/2025 15:08:39 xfer11 *** desat 84 < 85 generated at 15:08:30. Piic ix: pvmcixtelesv4. 3/23/2025 15:09:00 xfer11 silence pvmcixtelesv4. 3/23/2025 15:09:02 xfer11 *** desat 84 < 85 ended. Piic ix: pvmcixtelesv4. 3/23/2025 15:09:03 xfer11 alarm discarded: *** desat 84 < 85. 3/23/2025 15:09:12 xfer11 ECG leads off generated at 15:09:03. Piic ix: pvmcixtelesv4. 3/23/2025 15:09:16 xfer11 ECG leads off ended. Piic ix: pvmcixtelesv4. 3/23/2025 15:13:54 xfer11 *** desat 74 < 85 generated at 15:13:46. Piic ix: pvmcixtelesv4. 3/23/2025 15:14:31 xfer11 ECG leads off generated at 15:14:23. Piic ix: pvmcixtelesv4. 3/23/2025 15:14:34 xfer11 silence pvmcixtelesv4. 3/23/2025 15:14:36 xfer11 !! ECG leads off generated at 15:14:27. Piic ix: pvmcixtelesv4. 3/23/2025 15:14:37 xfer11 alarm discarded: *** desat 74 < 85. 3/23/2025 15:14:37 xfer11 ECG leads off ended. Piic ix: pvmcixtelesv4. 3/23/2025 15:14:37 xfer11 *** desat 74 < 85 ended. Piic ix: pvmcixtelesv4. 3/23/2025 15:17:34 xfer11 remind txpmc013. 3/23/2025 15:19:19 xfer11 !! ECG leads off ended. Piic ix: pvmcixtelesv4. 3/23/2025 15:26:03 xfer11 annotation stored: 3/23/2025 13:00:00 saved strip sr/1st degree block. Pr 0.24 qrs 0.09 rr 0.72 qt 0.38 qtc 0.45 piic ix: pvmcixtelesv4. 3/23/2025 15:26:21 xfer11 *** desat 82 < 85 generated at 15:26:06. Piic ix: pvmcixtelesv4. 3/23/2025 15:26:43 xfer11 silence pvmcixtelesv4. 3/23/2025 15:26:46 xfer11 alarm discarded: *** desat 81 < 85. 3/23/2025 15:26:48 xfer11 annotation stored: 3/23/2025 13:00:00 saved strip sr/1st degree block. Pr 0.24 qrs 0.09 rr 0.72 qt 0.38 qtc 0.45 piic ix: pvmcixtelesv4. 3/23/2025 15:26:50 xfer11 *** desat 81 < 85 ended. Piic ix: pvmcixtelesv4. 3/23/2025 15:33:14 xfer11 *** desat 82 < 85 generated at 15:32:59. Piic ix: pvmcixtelesv4. 3/23/2025 15:33:21 xfer11 silence pvmcixtelesv4. 3/23/2025 15:33:26 xfer11 alarm discarded: *** desat 80 < 85. 3/23/2025 15:36:23 xfer11 remind txpmc013. 3/23/2025 15:39:28 xfer11 remind txpmc013. 3/23/2025 15:39:34 xfer11 silence pvmcixtelesv4. 3/23/2025 15:41:25 xfer11 *** desat 57 < 85 ended. Piic ix: pvmcixtelesv4. Based on the information available and the testing conducted, the device was functioning as intended, since the desat alarm was generated and acknowledged. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.